Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es reagent on a vitros 5600 integrated system. There is no indication that a reagent issue contributed to the event. The most likely assignable cause of the event is analyzer related, as the customer was unable to complete a within-run troponin I es precision test due to analyzer condition codes, indicating that the vitros 5600 system was not performing as intended. The ortho field engineer performed service actions and following these actions, acceptable troponin I es performance was obtained. Pre¿analytical sample processing could not be ruled out as a contributing factor, as ortho was unable to determine whether the customer was following the sample collection device manufacturer recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample (troponin I = 0.261 versus expected < 0.012 ng/ml) obtained using vitros troponin I es reagent on a vitros 5600 integrated system. The higher than expected troponin I patient result was reported from the laboratory, however, the result was questioned by the laboratory based upon serial sample results. The sample was repeated and a corrected report was issued. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).